Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. UDI #: (B)(4).

Event description:
The customer reported that the device restarts during boot up. There was no adverse patient impact reported.

Manufacturer narrative:
.